Event description:
Customer reported the anestar anesthesia system had a leak during ventilation. No patient injury was reported.

Manufacturer narrative:
Mindray service representative could not duplicate the issue. Calibrated the pressure gauge, performed function and safety test and returned the unit to service.